Event description:
It was reported that the catheter broke. A direxion microcatheter pre-loaded with the fathom guidewire was selected for use. During the procedure, the catheter broke. No patient complications were reported. Boston scientific continues to follow up to obtain additional information.

Manufacturer narrative:
Date of event: event date was not provided and estimated to (B)(6) 2021.